Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. A universal baseplate with stem and augment and 1x13 ps insert were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.